Event description:
In 2001, the user facility's purchasing director informed the MFR's rep of the following: the pt came in from home and the arterial lumen was split. No further details are available at this time.